Manufacturer narrative:
Concomitant product: 0155 boston scientific defib lead: implanted: (B)(6) 2002.

Event description:
It was reported by the patient that the "insulator is deteriorating" on right atrial (ra) lead. The patient stated that the nurse told him that a piece of the lead might break off. The patient is concerned as to where that piece would go if it did break off. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.